Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal end of the catheter migrated into the right internal thoracic vein. The catheter was removed.

Manufacturer narrative:
Additional information was received on 9/27/2018, the associated fields were updated. The investigation summary below is unchanged. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported that approximately two months after MRI port was implanted, the distal end of the catheter migrated into the right internal thoracic vein and a subcutaneous 8cm tumor formed in the left precordium. It was further reported that the port was removed and the subcutaneous tumor and pleural effusion disappeared. The current patient status is unknown.